Event description:
The facility representative reported to (B)(4) customer service that the speaker does not work on the ipump device. Information was not provided regarding whether or not the problem occurred during an infusion. There was no report of patient involvement. Baxter has tried to obtain additional information, but none is available at this time.

Manufacturer narrative:
(B)(4). The customer's reported problem of 'speaker not working' was confirmed and evaluated during evaluation. The baxter service technician found that there were no audible beeps coming from the ipump device during power on self test or operation of the device. The cause was due to a faulty micro processor unit which was replaced to correct the reported condition. The device was tested per procedure and has been returned to the customer.